Manufacturer narrative:
Additional information was received on 25-feb-2025. For that stroke, there were some tremendous workflow errors that greatly increased the risk for stroke: of important note, the patient was provided a protamine injection at the beginning of the procedure, which creates a risk for thrombus formation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a varipulsetm catheter and a vizigo sheath. The patient experienced arm paralysis / stroke. After the ablation with varipulsetm catheter, patient had an arm paralysis. Additional information was received 29-nov-2024. It was reported that the stroke seems to be thrombotic. Patient recovered his left leg and face movement but symptoms remain in his left arm. The act level went really high at the beginning of the procedure ("<400"), leading to protamin injection, which creates a risk of thrombus formation. Physician also seemed to complain about the vizigo sheath irrigation, according to him the irrigation was not enough. They did not do a transesophageal echocardiogram (toe) to check potential left atrial appendage (laa) thrombus, they use CT scan. The patient was noted to have a large atria and has a history of stroke (unknown specifics). Additional information received on 02-dec-2024. The patient was provided a protamin injection at the beginning of the procedure. Additional information received on 17-dec-2024. Patient has paralysis of left arm, with vision trouble on left eye. Symptoms have partially resolved. Patient required extended hospitalization as patient required additional exams and surveillances required after the abnormal symptoms. Patient had an MRI and CT scan done. Other medical history includes previous stroke history with unexplained cause, with several years readaptation. No intracardiac excessive microbubbles observed via ultrasound, nor excessive impedance errors noted during the case. Act 1 was > 400 and act 2 was 369. No evidence of char / thrombus / clot. Regarding the irrigation with the vizigo sheath, the physician explained it was a sensation that irrigation was poor with the varipulse inside the vizigo sheath. The physician also felt resistance between the catheter and the sheath. He completed the procedure without change. The a decapolar catheter in the right atrium. The adverse event was assessed as a MDR reportable serious injury under both the varipulsetm catheter and the vizigo sheath. The irrigation issue was assessed as a MDR reportable malfunction under the vizigo sheath. The resistance issue was assessed as non MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote.